Event description:
It was reported that a sitter select alarm model 8361 will not power on. No patient injury reported. Inspection by posey shows that the alarm has intermittent power.

Manufacturer narrative:
Power -up, failure to. Evaluation: the battery springs are bent which is causing intermittent power. Conclusions: no conclusion can be drawn.